Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient was implanted on (B)(6) 2017 and said their manufacture representative (rep) set it up. The patient was in a half laying/sitting position with a lot of pressure on their bottom; everything was fine. The next day, the patient noticed stimulation was too high. They felt like their body was contracted in the location of the stimulation and they have been miserable. During the call, no troubleshooting could occur due to the lack of access to the product. "Patient declined decreasing skin." They are scheduled to have a colonoscopy on the 12th, assume they want the ins off, and requested information in turning the ins off. They will see their healthcare provider (hcp) on the 13th and will discuss stimulation strength at that time. They started the call with stimulation on program 2 at 2.4v and ended with stimulation off. On (B)(6), the patient responded to a letter. The patient clarified that they were overstimulated. The cause of the stimulation issue was the patient has "too much weight on their pelvic area - to relize it was turned up to high - to high for a week the electrical stimulation-just contracted the muscal in the area." The actions/interventions taken to resolve the stimulation issue was they had it turned off because in another week, they went to have a colostomy (not device/therapy related). The day after, the patient had an appointment with their hcp who turned it back on. No further patient complications have been reported as a result of this event.